Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was showing more insulin than the insulin in the reservoir. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that they put the reservoir back into the insulin pump without rewinding. The customer stated that they took out the tubing and they saw drips. The customer mentioned that they were going to the hospital. The insulin pump will not be returned for analysis.